Event description:
Impeded in microcatheter. It was reported that during the procedure, before the stent was released, when adjusting the position of the stent in the microcatheter, the stent could not advance or could not be withdrawn backward. After several attempts, to avoid the use of force would lead to inaccurate stent release, so the whole system was withdrawn from the body. A new stent was changed to complete the surgery. There was no patient injury report.

Manufacturer narrative:
Product complaint #: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Lot: the lot number was not reported. Initial reporter phone: (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers is 3008114965-2022-00668.

Manufacturer narrative:
Product complaint # (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: it was reported that during a stent assist coil embolization to the right middle cerebral artery, before an EU 4.5x22mm stent 12 mm dw tip (enc452212, 7187289) was released, when adjusting the position of the stent in the microcatheter, the stent could not advance or could not be withdrawn backward. After several attempts, to avoid the use of force would lead to inaccurate stent release, so the whole system was withdrawn from the body. A new stent was changed to complete the surgery. There was no patient injury report. Additional information received indicated that the introducer was fully seated and secured in the hub. The device was not torqued. It is unknown if there was evidence of physical material within the device. A prowler select plus microcatheter was used (606s255x/lot number unknown). It was necessary to remove the mc with the enterprise. The resistance was first felt at the distal catheter. Other devices were not successfully used with the concomitant device prior to or after the encountered resistance. The replacement stent was of the same size as the original one (4.5mm x 22mm). There were no delays in the procedure due to the event. It was noted that the vessel was ¿slightly bent. A non-sterile prowler select plus 150/5cm was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and no apparent damage was observed. A microscopic inspection was performed along the body of the prowler, and no damages were found. (I.e., no elongations, kinks, or compressed conditions). The device was flushed with a laboratory sample syringe. After that, a .018-inch lab sample guidewire was inserted into the received microcatheter. The guidewire could be advanced until it came out from the distal tip of the microcatheter without noticeable resistance. The inner diameter (ID) and outer diameter (od) were measured, and they were found to be within specifications. The lot number is not known; therefore, a device history record review cannot be completed. Although the functional test could not be performed with the involved enterprise system, the guidewire being able to pass through the entire length of the microcatheter indicated that it was not obstructed. Additionally, no damages were found on the microcatheter that could have contributed to the issue encountered during the procedure. Other circumstances or problems may have occurred during the use of the device that could not be replicated during the analysis. Therefore, the customer complaint was not confirmed. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contain the following caution: if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.